Event description:
It was reported that during a lap cholecystectomy procedure the clips kept dropping out of the device, they used a second device to complete the case. There was no patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.